Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial lead exhibited a high out of range pacing impedance measurements of greater than 3000 ohms and oversensing of noise. At this time the system has been reprogrammed and the crt-d remains implanted and in service. No adverse patient effects were reported.